Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: unknown & flow rate: unknown. Procedure: shoulder surgery. Cathplace: left continuous interscalene block. Patient stated that the bolus button stayed down for longer than 30 minutes with the orange indicator at the top. No adverse event reported.

Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results - device was received for evaluation and investigation, and testing is currently being performed. Conclusions - a follow-up report will be filed when investigation has been completed.